Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they may have accidentally put pressure on their implantable pulse generator (ipg) they thought they felt a "dent" on their device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.